Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead implant. During the surgery, the lead exhibited high threshold and high impedance. Multiple attempts to implant were ineffective. The lead was replaced. The patient was stable.